Event description:
During a polypectomy procedure for diagnosis, the end of the snare sparked and the end of the snare broke off in the pt. They removed the piece of wire with forceps and finished the case with another snare. It was reported that the procedure outcome was fine and the pt's condition after the procedure was reported as fine.